Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7077925/7078063.

Event description:
It was reported that following a percutaneous implant procedure, the physician had experienced difficulty of advancing the leads. It was already reported that after several rotations through different stylets and noticed scuff marks. It was also reported that the patient was experiencing discomfort post operation, weakness and bowel issues. The patient leads were explanted.

Event description:
It was reported that following a percutaneous implant procedure, the physician had experienced difficulty of advancing the leads. It was already reported that after several rotations through different stylets and noticed scuff marks. It was also reported that the patient was experiencing discomfort post operation, weakness and bowel issues. The patient leads were explanted. Additional information was received that the patient was released from the hospital to a rehab facility to recover. The explanted device components will not be returned.